Manufacturer narrative:
(B)(4).

Event description:
It was reported "drain task incomplete" alert. Drain was empty. No blood or condensation in driveline at time of alarm issuance. Patient had large pannus and was repositioned with noalleviation of alarms. Iabp exchanged with no improvement". No patient injury or consequence reported. The iab catheter was removed and not replaced. The patient's current condition is reported as "fine".

Event description:
It was reported "drain task incomplete" alert. Drain was empty. No blood orcondensation in driveline at time of alarm issuance. Patient had large pannus and was repositioned with noalleviation of alarms. Iabp exchanged with no improvement". No patient injury or consequence reported. The iab catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "drain task incomplete alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.